Manufacturer narrative:
The two referenced pump exchange was reported under medwatch report# 2916596-2014-00664 and 2916596-2016-02011. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for hemolysis and elevated lactate dehydrogenase. The patient is (B)(6) and has had two prior pump exchanges. A chest x-ray revealed that the inflow cannula was malpositioned. The patient received a pump exchange on (B)(6) 2018.